Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure (patient gender, age, and weight are unknown). Accoording to the complainant, they opened the box that the package came in, and found that the package was compromised.

Manufacturer narrative:
A visual evaluation found that the mylar portion of the pouch had been ripped on one side; confirmed customer complaint. It appears that at some point the mylar portion of the pouch came into contact with a sharp object which caused it to tear. Unable to determine at what point the damage occurred.